Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the footswitch did not deactivate rf delivery and av block occurred. A maestro 4000¿ controller, maestro foot switch and a blazer ii xp were selected for use. During the procedure, when the physician delivered rf energy and removed his foot from the footswitch to halt energy delivery, the generator continued to deliver rf energy. The nurse stopped the rf energy delivery using the controls on the generator. The patient was in av block and is experiencing wolff-parkinson-white syndrome. The procedure was not completed due to this event. The patient's current condition is stable however still experiencing atrioventricular nodal reentry tachycardia (avnrt) and av block.

Manufacturer narrative:
Device evaluated by MFR: evaluation of the returned device found the foot guard and strain relief guard over the cord to be in good physical condition. There was no damage to the cord¿s insulation jacket. The connector to the maestro was in good physical condition, with straight pins and the grounding shield intact. The front left rubber foot was loose and the front right rubber foot was missing; the screw and nut were in place. The pedal pressed down evenly with normal clicking sounds, indicating the internal switch was working. The foot switch was placed on the floor and activated, it pressed down and sprung up, and turned on and off with no issues. The cord was pulled and flexed along the length and near the connector and pedal strain reliefs and no issues were observed. Nothing was identified which would impede the movement on the foot switch, it operated as expected. The root case is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the footswitch did not deactivate rf delivery and av block occurred. A maestro 4000¿ controller, maestro foot switch and a blazer ii xp were selected for use. During the procedure, when the physician delivered rf energy and removed his foot from the footswitch to halt energy delivery, the generator continued to deliver rf energy. The nurse stopped the rf energy delivery using the controls on the generator. The patient was in av block and is experiencing wolff-parkinson-white syndrome. The procedure was not completed due to this event. The patient's current condition is stable however still experiencing atrioventricular nodal reentry tachycardia (avnrt) and av block.